Event description:
It was reported that an ilet user experienced repeated occlusion alarms with an infusion set after changing supplies, with images showing air and white-appearing insulin in the cartridge; blood glucose was variable and reached 387 mg/dl, with an occlusion alarm occurring after breakfast. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketones, diabetic ketoacidosis, medical intervention, or use of backup therapy. Outcomes included transient impact on blood glucose control for approximately three hours. Investigation included troubleshooting and education with the user, review of supplied photos, and assessment for infusion set and insulin delivery issues consistent with occlusion. Investigation of this case revealed findings consistent with insulin flow obstruction related to the infusion set, with air observed in the cartridge, and the event resolved only after supply changes. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resulting in interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.